Event description:
It was reported that the workstation handle broke off. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation handle was evaluated and replaced the system was tested and found to be working as intended and returned to service.